Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was observed to have physical damage. The procedure was completed with a backup instrument. There was no patient injury and no delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument tips were completely broken. The instrument was inspected prior to use and no damage was observed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube. A piece measuring approximately 0.310¿ x 0.440¿ was not returned with the instrument. Additionally, the fenestrated bipolar forceps was found to have a dislodged proximal clevis that was still attached to the instrument. The grip cable was also broken at the proximal end. The distal pitch cable was broken at the proximal clevis. The broken cable segment that contains the crimp was still installed in the clevis. The conductor wire was also damaged at the proximal end with no thermal damage. The instrument was found with bent hypotubes . The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.